Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin 2 g daily (duration not reported) and intraperitoneal gentamicin 80 mg daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. The outcome and patient recovery status of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that in addition to treatment previously reported, the patient was treated with vancomycin (route not reported, 1 gram daily for 50 days) and amikacin (intraperitoneal, 300 mg daily for 50 days) for peritonitis. Forty six days after the onset of peritonitis, dianeal therapy was discontinued, and the patient was switched to hemodialysis. Fifty days after onset, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.